Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a failure in the patient board set led to the malfunction, resulting in the image not being displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image on the monitor screen with 180 and 150 scopes due to a faulty circuit board. The non-reportable findings are as follows; there was heavy dust inside the unit, wires were found corroded, the net spacer found damage, there was a crack on the front panel, and the receptacle was found loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image when connecting the 180 and 150 series scopes. The issue was found during a diagnostic endoscopy procedure. The procedure was delayed by 5-10 minutes. The procedure was completed with another similar olympus device. There were no reports of patient harm.